Event description:
Bilateral total knee replacement was performed in 2003. Two drains were left in each knee, one superficial and one deep to the quadriceps. 2 days later per md instructions, the nurse removed the drains from the right knee, which came out easily. One of the drains came out of the left knee, the other was stuck. The physician then attempted to remove this last drain from the left knee and it broke off. This required additional surgery the next day to remove a foreign body.